Event description:
The customer reported experiencing high blood glucose over 600 mg/dl. The customer stated she changed the set because insulin was not being delivered and found the cannula to be slightly bent. The customer was assisted with completing the prime process. Blood glucose was checked and customer was down to 403 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.